Event description:
It was reported that bd vacutainer® sodium fluoride edta (fe) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tube: dirty cap ×1".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/26/2021. H.6. Investigation: bd received a sample and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The most likely root cause of the customer's indicated failure mode for embedded foreign matter was determined to be residual colorant which occurred during the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sodium fluoride edta (fe) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tube: dirty cap ×1".